Event description:
The physician noted extreme tortuosity in the ica/mca segments but had no difficulty delivering the microcatheter and retriever beyond the occlusion. The physician deployed 2 loops distal to the occlusion, performed 2 counterclockwise revolutions and deployed the remaining loops in the clot, embedding the retriever in the thrombus. The physician referred to the instructions for use dueing the torque maneuvers and was sure the microcatheter tip was positioned adjacent to the proximal loop - although the tip of the microcatheter migrated proximally during pull back. The physician applied 4-5 clockwise revolutions and was withdrawing the retriever when he felt significant resistance dollowed by fracture of the distal tip of the retriever. The physician speculated that there my have been an underlying stenosis at the site of the occlusion as the physician experienced difficulty advancing the snares across the occlusion.

Event description:
The physician was treating a patient suffering from ischemic stroke. The retriever x6 fractured resulting in detachment of the distal tip. The retriever detached distal tip was left in the occlusion. No patient injury/adverse clinical sequelae occurred that was related to the retriever tip fracture.